Event description:
Infant feeding tube snapped off below the luer tip adapter when old feeding supply was being pulled off (to put on a new one). A different tube snapped off just outside a baby's nose about 2 weeks ago with the new feeding supply in place and feeding. Neither specific info on the tube from 2 weeks is available.